Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing red heart alarms while connected to the patient cable. The patient presented to the clinic and the patient's system controller was exchanged. The alarms continued to occur while only connected to the patient cable. The patient reported feeling symptomatic while only connected to patient cable. The log file was reviewed and consisted of mainly low speed events and pump stops. An x-ray was taken due to suspected damage to the external area of the driveline and the x-ray showed two areas of concern. The patient was then admitted into the hospital and the suspected area of the driveline was stabilized. The following day the distal end of the percutaneous lead was replaced. The patient remains ongoing.

Manufacturer narrative:
The device remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.